Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 21mm 3300tfx valve in the aortic position, was explanted after an implant duration of 4 years, 9 months due to unknown reason. The explanted aortic valve was replaced with a 21mm 11500a valve. During the same procedure the patient also had a 27mm 7300tfx valve in the mitral position explanted after an implant duration of 4 years 9 months ((B)(4)). The explanted mitral valve was replaced with a 29mm 11400m valve. The patient is a 60 year old female.